Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the thumb press was broken. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the top part of a syringe. The plunger rod is damaged and has the thumb press missing. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. The assembly line was verified for proper alignment of the equipment and conveyors. There was no finding of any potential condition that could induce the symptom reported by the customer. A device history record review was completed for provided material number (B)(4), lot number 9336255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Hold smp 4.30it was reported that the bd luer-lok¿ syringe plunger broke. The following information was provided by the initial reporter: "visual inspection confirmed that the syringe was broken and the broken part was not returned."